Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using a 6f sheath after a percutaneous coronary intervention procedure. Reportedly, a cuff miss occurred as when the plunger was retracted after needle deployment, the suture could not be verified. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or needle/ suture pulled beyond point of tautness contributed to the reported suture retrieval issue. The observed bent sheath was not reported and likely occurred during post procedure handling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Additional information: model # added. Corrections: brand name updated. Common device name updated. Name updated. Address, city, postal code updated.